Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized low blood glucose level and high blood glucose on (B)(6) 2018. Customer's blood glucose value was 600 mg/dl, current blood glucose was 195 mg/dl, blood glucose 40 mg/dl. The outcome of the hospitalization was released and customer wearing the pump at time of hospitalization. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer will not return device for analysis.